Event description:
During a lumbar rf procedure, the device gave an incorrect reading. A one hour delay occurred while a back up device was obtained. The procedure was completed and no additional medical intervention was required.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.